Event description:
It was reported that the right ventricular lead exhibited loss of sensing and loss of capture at a maximum output of 7.5 v. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.